Manufacturer narrative:
Customer unwilling to return. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined as only limited information was provided. Per the package insert, this test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis.

Event description:
Customer reports they have experienced several false negative results in the last months when using the hcg one step pregnancy test strip (urine) kit. On (B)(6) 2021, a patient experiencing an ectopic pregnancy was tested and obtained a false negative result. As the false negative result was inconsistent with the clinical picture and ultrasound image, a confirmatory beta hcg was performed. The confirmatory test provided a positive result of 2832 miu/ml. The event led to a delay in the medical procedure. The procedure was a laparoscopic salpingectomy performed urgently on (B)(6) 2021. Failure to identify an ectopic pregnancy due to a false negative hcg result will be considered life-threatening, however, the diagnosis of ectopic pregnancy occurred independently of use of the hcg one step pregnancy strip (urine) kit. The false negative result caused a delay of the surgery. Although there was no negative patient outcome reported, the delay of the procedure is being conservatively considered as a serious injury.